Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range and alarms could not be cleared. Customer¿s blood glucose was 220 mg/dl. Reportedly, the customer reverted to manual injections.